Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No compromised force sensor system alarm noted and no cosmetic damage found. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone insulin squirted out of the tubing during manual prime and the insulin pump alarmed compromised force sensor system. Blood glucose value was 216 mg/dl. Troubleshooting performed and they were able to prime after changing the infusion set and reservoir. The mother also reported that earlier that day they had difficulty to exit the prime menu. The device was returned for analysis.